Event description:
It is alleged that during a case the tip of the rod of the ultrasonic shears broke off into the patient. It was reported that the tip was retrieved from the patient with no adverse events.